Event description:
The patient reported that his infusion device beeped a couple of times and then shut down and nothing was displayed on the infusion device screen. The patient changed out the power pack and his infusion device started working properly. The patient was aware of the power pack recall and has been changing out his power pack. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.